Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify history anomaly, low reservoir alarm and failed battery alarm due to buttons not responding. The pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump only stores data for a few days. The customer¿s blood glucose level was 10.3 mmol/l at the time of the incident. Customer stated the issue has been on-going for several months but has worsened in the last few days. Alarm history shows low reservoir, failed battery alarms, no others. Self-test ok. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.